Manufacturer narrative:
Medwatch sent to FDA on 04/14/2016. This MDR is being submitted late. CAPA (B)(4) had identified an error in the categorization of the device clearance status resulting in a no filing decision. The root cause was identified that the PMA/510(k) clearance identification process was not robust. A corrective action of adding the PMA/510(k) clearance status into accessible trackwise fields is being implemented. As an interim control, weekly reports are being run to identify any errors, prior to MDR filing timeline requirements. (B)(4). The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of pain, redness, swelling, and infection/inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling addresses the reported events of pain, redness, swelling, and infection/inflammation as follows: precautions for use ¿ "as a matter of general principle, implantation of medical device is associated with a risk of infection." Undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection."

Event description:
Healthcare professional reported patient was injected "iin both lip and cheek" with juvéderm® voluma¿ with lidocaine. One syringe was injected to the right cheek by a nurse trainer and the second syringe was injected to the left cheek by a dentist in training. "Quickly after treatment" the patient developed pain, redness, and swelling in the left cheek, also referred to as "infection/inflammation." Patient was prescribed "several antibiotic treatment and was later referred to the hospital for further treatment when not inflammation gave in." The dentist recommended "transplants at a private clinic to rectify the damage caused by treatment with juvéderm® voluma¿ with lidocaine in the cheeks." The reporter wonders if there was "bacteria in the second syringe." Symptoms are ongoing.